Event description:
It was found during investigation that the pump displayed a key stuck alarm. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the identified key stuck alarm error code was noted. Visual and functional tests were performed on the returned device. Upon pump power up test, the device displayed key stuck alarm. The probable cause of the reported problem is keypad failure.